Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced exposed vaginal mesh. An excision of the exposed vaginal mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.